Manufacturer narrative:
D.2. Additional medical device types: nsu, ouy, pqa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ vaginal panel, an unspecified number of candida false negative patient results were obtained. Gram stains were positive for candida. There was no report of patient impact.